Event description:
It was reported to philips that the system was intermittently hanging, which can prevent a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on site and identified a please wait message during a system hang. A review of the system logfiles indicated the com server was unavailable. Upon troubleshooting actions, the fse identified an issue with host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and reinstalled the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.